Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 26 mmol/l at the time of incident. The insulin pump was out of auto mode. The customer stated that the insulin pump turned off overnight due to low battery. They received a power loss followed by a insulin pump error. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.